Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient was preoperatively diagnosed with degenerative disc disease, discogenic pain and underwent the following procedure: anterior lumbar interbody fusion l5-s1, application of cages x2 l5-s1, anterior plating l5-s1, anterior discectomy l5-s1.as per the op notes: ¿the disk space was reamed to 32 mm of depth on the left and the right, and two 20 mm spacers were packed with bone morphogenetic protein and put into place. The anterior plate was then put into place using a 23 mm plate.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.